Manufacturer narrative:
Philip's field service engineer (fse) could not confirm the reported issue. System in use. No issue was observed. The unit passed the extended self test and the short self test.

Event description:
The customer reported getting a restart alarm while booting. There was no patient or user harm reported. The event date was not specified; estimate used.